Event description:
One endeavor rx drug-eluting stent was implanted at the mid lad, as treatment of the target lesion. A dissection was noted; therefore, one endeavor rx drug eluting stent was implanted at the mid lad, abutting, as treatment of a complication/dissection/bailout. Pt was asymptomatic/free of symptoms at 30 day f/u, at 6 month f/u, at 1 year f/u and at 1.5 year f/u. It is reported that the pt died on the same day as the 1.5 year f/u. Death is reported to be a non-sudden, non-cardiac death. Death is reported to be due to non hodgkinien lymphoma cancer. Death was not associated with an mi, and there was no evidence of stent thrombosis. Investigator indicated that event was not related to the study stent.

Manufacturer narrative:
(Secondary intervention, add'l stent implanted during index procedure to treat dissection) - eval results: (death, dissection).